Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment and patient outcome were not reported. At the time of this report, the patient has discontinued pd therapy. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date a year ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.